Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The left ventricular (lv) lead was dislodged into the ICD pocket likely due to poor attachment during the initial placement procedure. The lead was repositioned into a new anterior vein after a prolonged procedure due to the patient's condition. The patient was stable following the repositioning procedure.

Event description:
Further information was received. During follow-up on (B)(6) 2017, phrenic nerve stimulation was noted and device interrogation showed no left ventricular capture. An x-ray examination confirmed the lv dislodgement. The patient was hospitalized on (B)(6) 2017 and the lv lead was repositioned on (B)(6) 2017.